Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03067 & 1825034-2015-02059).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, damage to bone and tissue and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and suggests the modular head and taper adapter were removed and replaced with a biomet ceramic head and taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted extensive metallosis around cup. The modular head was replaced with a ceramic head and an active articulation polyethylene acetabular liner was implanted.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, damage to bone and tissue and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and suggests the modular head and taper adapter were removed and replaced with a biomet ceramic head and taper adapter. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.